Event description:
Boston scientific received information that the remote home monitoring system issued alerts due to a charge time exceeded limit and remote monitoring disabled. Upon interrogation a fault code showing a charge time was noted. Subsequently the defibrillator was explanted and a new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection found no irregularities. Review of the memory log verified that the device recorded two charge time out faults while implanted. An x-ray of the device did not reveal any issues. The cause of the faults was determined to be due to internal arcing of the for aluminum electrolytic capacitors. Analysis confirmed the field allegation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.